Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose (bg) was 567 mg/dl. Bg level was addressed with manual injections. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.